Event description:
A site representative received a report from their operating room (o.r.) Staff stating the screw that opens and closes their open spine clamp is stripped. No further details regarding the damage, when or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the adjustment screw is stripped in the middle of the travel. Also, the screw head has tool marks all around and the clamp face is slightly bent to one side. Physical damage - stripped threads/screw - directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.